Manufacturer narrative:
Based on the claim against the product by the customer noting an engagement issue, an investigation is being completed to determine the cause of this reported event. Although the complaint regarding an engagement issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the instrument associated with this event was performed; however, the query did not return any results. It is unknown what life the instrument was on when the alleged issue occurred. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to another davinci system after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, the stapler sureform 60 instrument did not work when triggered. The procedure was converted to another da vinci system. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.